Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation step during testing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue was the junction of the flow sensor assembly was loose.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation step during testing. Additional findings not related to the malfunction/issue was the junction of the flow sensor assembly was loose. During the evaluation of the device at the manufacturer's service center, the device's active exhalation control module had caused the active exhalation step to fail during testing. The device's active exhalation control module was replaced to address the issue.